Manufacturer narrative:
This report is submitted on april 4, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (less than 1.5 tesla) on (B)(6) 2019. Surgery to reposition the magnet was scheduled; however, it is unknown if this has occurred as of the date of this report. The implanted device remains.